Event description:
Per pt's parent, child used this catheter and the tip broke off causing child to pass blood and the catheter tip. ER physician noted that the urethra was lacerated, but no medication was perscribed nor did he feel a follow up visit was required.